Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 424 mg/dl and was treated with a manual injection. Troubleshooting with tandem's technical support did not occur as the customer had thrown away the supplies affiliated with the occlusion.